Manufacturer narrative:
Correction to event description. Correction to device manufacture date. Visual inspection found the assembly dirty with fluid in the lines. The assembly has a small kink, less than 50% in the irrigation line at the tubing manifold base. Functional testing was performed and found that this assembly irrigates and aspirates as intended. The root cause for the event is the kinked tube, however, the source of the kink cannot be determined. The tube may have been kinked from the manufacturer of the subassembly or the kink could have occurred at the point of use. A review of the complaint database revealed no other complaints have been submitted against lot w1875 for the same reason code. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Event description:
Correction from previous report: the surgeon was able to perform the cataract surgery. The retinal surgery (epiretinal membrane peeling) which was planned initially to occur at the same time as the cataract surgery was postponed.

Manufacturer narrative:
Report 2 of 2. Though requested, the product has not been returned for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable: manufacturing completed date: 05-jun-2018, sterilization date: 15-jun-2018, expiration date: 29-oct-2019. The investigation is ongoing.

Event description:
Report 2 of 2. After switching to a second cassette (report 2 of 2), surgery was done with difficulties as water release was not optimal. This was due to a tube folding issue (at the level where the tube links with the cassette). Due to this defect the retina surgery could not be performed. Retinal surgery will be rescheduled. There was no patient consequence. The patient should have been operated for cataract and retina. Consequently, he was only operated for retina and not for cataract (surgery postponed).